Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing the frequent urination. Customer stated she had gone to ER after the initial call on (B)(6) 2024. Customer did not provide her blood glucose test result when at the ER; customer had been informed that her blood glucose was high and had been diagnosed with diabetes. Customer did not provide the treatment at hospital but stated that they had prescribed metformin. Customer had been discharged the same day. Customer has a follow up appointment with her doctor on (B)(6) 2024. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved and the initial concern is resolved. Able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated she is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for error message (e-3). During the call, a blood test was performed by the customer pm fasting and produced test result of 315 mg/dl using true metrix air meter. Customer was not satisfied with the result obtained; the customer does not know her expected blood glucose test result range. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 02/28/2026 and open vial date is (B)(6) 2024. The meter memory was not reviewed for previous test result history. The customer reported experiencing frequent urination and was going to contact her doctor.